Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rails were damaged. A field service engineer replaced the rails on full-height drawer 4 to resolve the issue. Unable to perform the acceptance test because the through password did not authenticate. The customer recovered main drawer 4. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.